Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B) (6) 2009, that a customer had an issue with a foley catheter. The catheter balloon burst upon inflation. The patient experienced bleeding several hours later, which was treated by inserting a three way foley catheter and performing a bladder irrigation.